Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. The sheath was placed in the left atrium and successful aspiration and dilator removal were performed. However, while inserting the farawave ablation catheter into the sheath aspiration bubbles were seen coming into the syringe. The sheath was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.